Event description:
It was reported that prior to a biopsy procedure, the device was allegedly very hard to prime and needed maintenance. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was received for evaluation. The magnum driver was visually inspected upon receipt and was found to be in good condition. Also, cover mod needs to be upgrade. The device was functionally tested and failed the tests due to bent sequencer weldment assembly identified during evaluation. During repair, latch plate failed identified. No other anomalies were identified. Therefore, the investigation is determined to be inconclusive for the reported device very hard to prime and the investigation is determined to be confirmed for the identified device fails to prime. The root cause cannot be determined as the device could not be tested for reported device very hard to prime. The root cause for the identified device fails to prime issue was determined to be bent sequencer weldment assembly identified during evaluation. During the repair, it was also determined that the latch plate failed likely to contributing to identified device fails to prime issue. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.